Event description:
The artelon cmc spacer, developed by artimplant (B)(4) and marketed by small bone innovations, inc implanted in (B)(6) 2008. Consequent distal thumb pip arthritis in the implanted thumb with severe epl tendinitis lasting two years. Epl tendon still become sore and inflamed with use. Thumb no longer has full extension. Second opinion in 2008 by another hand surgeon surmised an immunological reaction.